Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of balloon deformed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the balloon was inflated in the bile duct, the shape was distorted, and the inflation was slow. The customer reported that the balloon was bulging. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of balloon deformed. Block h10: investigation results the returned extractor pro rx retrieval balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. The device contains remnants of use (probably contrast). Functional analysis was performed, and the balloon was inflated, the remnants used (contrast) fell off and the balloon got its normal shape. However, the balloon would not hold pressure, so it was submerged in water and a leak was detected. Microscopic inspection found a rupture located approximately at 4 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon irregular shaped was not confirmed. The results of the analysis performed on the returned device found that the balloon was shaped correctly after it was inflated. It is possible that the manipulation, technique used, or patient anatomical conditions could have contributed to the customer interpreting the event as the balloon having an irregular shape. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the balloon was inflated in the bile duct, the shape was distorted, and the inflation was slow. The customer reported that the balloon was bulging. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.